Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other stent referenced is filed under a different MFR number.

Event description:
It was reported that on (B)(6) 2018, the patient presented due to an acute myocardial infarction (ami). Due to the presence of thrombus, aspiration was performed and then two xience alpine stents (3.5x23mm, 3.0x33mm) were implanted in the mid to proximal left anterior descending (lad) artery. Reportedly, the overlapped section was not well apposed to the vessel wall, and post dilatation was attempted but unable to be performed due to the slow blood flow, resulting in some ischemia and timi flow only 2.5. Dual antiplatelet therapy (dapt) was given. On (B)(6) 2019, dapt was discontinued but the patient continued to take aspirin. On (B)(6) 2021, the patient was hospitalized due to an ami. The 3.5x23mm xience alpine stent was noted to be 100% occluded with thrombus. The thrombus was aspirated. A non-abbott stent was implanted followed by post dilatation. Intravascular ultrasound (ivus) was performed confirming good wall apposition of all 3 stents. No additional information was provided.